Manufacturer narrative:
Correction: provided correct catalog number and serial number information.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. At 9:00am the patient had a blood glucose result of 309 mg/dl on the aviva system. The patient experienced elevated blood glucose symptoms. The patient attempted to self-treat with a correction bolus of 4 iu. The patient still felt her blood glucose was high and called the paramedics. At 10:00am the paramedic's received a blood glucose result of 500 mg/dl, it is unknown what type of treatment the paramedic's provided. The patient was transported to the hospital. At the hospital, the patient's blood glucose level was 800 mg/dl at 11:30am. The patient was treated with actrapid insulin. The patient was hospitalized for four days. The infusion device was returned for product evaluation.